Manufacturer narrative:
A titan otr pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed separations in the reservoir bladder due to material degradation. Testing revealed these to be sites of leakage. A separation in the reservoir strain relief adjacent to the poppit was noted. Testing revealed this to be a site of leakage. Microscopic inspection revealed the surfaces to be straight, indicating contact with sharp instrumentation. Microscopic inspection revealed a partial separation on the reservoir inlet tubing at the tubing/strain relief junction. Testing revealed this to not be a site of leakage. Microscopic inspection revealed groups of uniform striations on the reservoir inlet tubing and strain relief, indicating contact with unshod instrumentation. Testing revealed these to not be sites of leakage. Microscopic inspection revealed partial separations within abrasion on the longer pump exhaust tubing and the pump inlet tubing. Testing revealed these to not be sites of leakage. Microscopic inspection revealed surface abrasion on the longer pump exhaust tubing and strain relief, and the pump inlet tubing and strain relief, and the cylinder 2 exhaust tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with cylinder 1, cylinder 2, or the pump. The human body is capable of causing thermal and biological degradation, oxidation, and hydrolysis to occur in polyurethane. Although usually this degradation exists as surface phenomenon, over time it may cause mechanical failure. Polymers under constant flexing are more susceptible to fatigue and eventual mechanical failure. These components were released according to manufacturing and quality control procedures. The device was functioning properly for nearly 10 years in the patient. Material degradation occurred and progressed enough to cause mechanical failure to take place on the reservoir. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the reservoir inlet strain relief, adjacent to the poppit, occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that this separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the reservoir was damaged and the prosthesis stopped working. The device was removed and replaced.